Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a medical examiner¿s office with information indicating the patient is deceased. No cause of death was provided. Further review of the manufacturer¿s database indicated the patient died approximately five weeks after device system implanted.

Manufacturer narrative:
Product event summary: bbl595609v the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. (B)(4). Addr01 implantable pulse generator (ipg), implanted: (B)(6) 2010. A 4592-45 implantable pacing lead, implanted: (B)(6) 2010.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.